Event description:
It was reported that the user experienced multiple infusion set occlusion alerts on an ilet system using inset infusion sets with a reported blood glucose of 240 mg/dl, which were cleared transiently by filling tubing and consistently resolved only after a full supply change; this was characterized as an obstruction of flow associated with the connector/coupler component. Customer care provided support that included communication with the user and a recommendation of a full supply change. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.